Manufacturer narrative:
The large hem-o-lok clip applier was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the large hem-o-lok clip applier had a broken wire. The user completed the procedure using a different da vinci instrument with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the issue occurred after clamping the vessel, but the wire was broken. However, the last clamping was completed successfully prior to the breakage. The issue occurred after the 3rd clip application. The customer used a backup instrument to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Site provided an image of the instrument. Per image, the grip cable is broken.